Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer number: 3006705815-2022-14505. It was reported the patient experienced one lead to migrate into the cervical space. Diagnostics confirmed lead migration. Additional report that the swift lock anchor had unlocked. As a result, the lead was revised on (B)(6) 2022 back to the original location and the swift lock was locked and secured. No product was removed. Effective therapy re-established post procedure. It unknown which lead is at location t8, therefore both leads are being reported.